Event description:
The pump was returned for mechanical hardware failure (vr assembly). Device was attached to a bracket and powered on, no alarms or errors were observed. An infusion was run without error. Device was opened to inspect for internal damage. The screw bosses on the lcd touchscreen are damaged. Rear cover o-ring is unseated. The gearhead of the resistor drive is loose and the motor will need to be replaced. During investigation, it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. The customer reported complaint was confirmed during investigation.

Event description:
The following has been reported: biomed reported: "service needed, cleaned the av (actuator valve) and cassette pins. Tested pump no problem found. Searched though the history log , found pump problem on the following dates and times: november 10 at 11:33 and 11:36." Patient harm: unknown a preliminary review identified the following issue: mechanical hardware failure (vr assembly) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.